Manufacturer narrative:
Product analysis: analysis was unable to confirm the report that the programmer would shut down and also could not confirm that it could not save to the universal serial bus (usb) drive. The hard drive was reconfigured and the software was reloaded and updated as a preventive measures. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not save to the universal serial bus (usb) drive and would randomly shut off. The programmer was returned for service. No patient complications have been reported as a result of this event.